Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had two instances where the time on her insulin pump reverted to 12 am and she lost her basal rates. They had to reset her basal rates. The customer could not pinpoint anything that led up to the incident. The customer could not check her alarm history. The customer¿s blood glucose level was unknown. The customer was working on getting an upgrade. The device will not be returned for analysis.